Event description:
An incorrect reconstruction is possible when the digitizer is used as the implant reconstruction method. The user is requested to digitize two diagonal corners of a rectangle, thus defining an area from which the relevant anatomical and implant info is obtained. During the setup procedure, "origin" and "point on pos. X-axis" require entry to position the film on the digitizer. If these parameters are not defined, a warning message is generated: "warning, crosswires not oriented!" If the user ignores the warning and presses the "ok" button, the program allows the user to continue. This can result in an incorrect reconstruction of the implant if the crosswires are not oriented to the center of the area defined by the diagonal corners of a rectangle.